Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer believes that occlusions were due to twisted tubing, but could not be confirmed. Customer's blood glucose was 300-326 mg/dl.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer believes that occlusions were due to twisted tubing, but could not be confirmed. Customer's blood glucose was 300-321 mg/dl.